Event description:
The emergency room hcp reported that "post-code", the pt continued to experience low blood pressure. The pt's last refill was in december of 2007 and no reprogramming had been done. Four days later, the pt's hcp reported that the pt had expired while in the emergency room. The hcp stated that it was not device related and that the pt had some pulmonary issues. He also believed that the pt was a do not resuscitate (dnr). The patient has been receiving lioresal 500 mcg/day with an approximate daily dose of 150 mcg/day. The hcp was unsure if the device has been removed at the time of death or if an autopsy was performed, but he did not think either had been done.

Manufacturer narrative:
.